Event description:
It was reported that the left side battery was removed due to a (B)(6) infection. The battery was removed on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v550216, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).